Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of cable and the board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image flickering was not confirmed. The device evaluation found the no image was due to a faulty cable and printed circuit board. It was also reported that there was external water seepage inside the video cable. Heavy corrosion found on screws of serial number plate. Ss case found dirty. Hit, scratches and dirt found on p-ring. Rusting found on round connector of cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, image flickering when using the videoscope cable 150. The issue was found during reprocessing. There were no reports of patient harm.